Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily tortuous vessel causing the reported failure to advance and subsequent stent dislocation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the heavily tortuous marginal artery. During advancement, the xience sierra stent became loose on the balloon but did not completely dislodge. It was easily retrieved with the catheter, without difficulty. There was no adverse patient effect or a clinically significant delay in procedure. Another stent was implanted at the target lesion to complete the procedure.